Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a small crack on the casing of the insulin pump and stated that the buttons are unresponsive. Customer stated that when they press a button the insulin pump goes on difference screens and then begins to vibrate and beep. Customer's blood glucose reading at the time of the call was 189 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no unexpected going to different screens, no unexpected vibrate or beep anomaly noted during testing. However, the insulin pump had intermittent button response noted due to corroded keypad traces. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on the motor or electronic assembly noted during visual inspection.